Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on 5/24/2026. On (B)(6) 2026, the patient began vomiting, felt dizzy, confused, and experienced visual and auditory disturbances. The patient¿s parent tested the patient¿s bg meter reading which was high mg/dl. The patient was taken to the ER for evaluation but was then brought to a ¿better-equipped facility¿. The patient¿s bg meter was 494 mg/dl and the patient was diagnosed with dka. The patient was treated with insulin and IV fluids. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).